Manufacturer narrative:
The cerelink sensor (ID 826851) was returned for evaluation. Device history record (DHR) - the product 826851 for lot 5826138, sn (B)(6), and the lot met specifications when released. Failure analysis - the issue of the complaint has been confirmed: - no visible damage to the millar sensor or connector - catheter stretched 21cm from sensor tip - cerelink monitor read ¿not acceptable¿; icp express and no transducer detected - internal wires broken - no testing was possible. The possible root cause of the issue reported by customer could be determined as a mishandling of the device the catheter.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00122. A facility reported a microsensor (ID 826851-serial (B)(6) was showing negative numbers on the icp express monitor. The first microsensor was implanted on (B)(6) 2023 and suddenly started to read numbers in the range of -8 to -5. Therefore, the microsensor was removed on (B)(6) 2023 and was replaced with another microsensor (ID 826851-serial (B)(6). The replaced microsensor dropped to -8 and was also removed. The timeframe between implantation and explantation date was 24 hours each for both sensors. The patient recovered.